Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that impedance was greater than 3000 ohms during a device check on (B)(6) 2025. One remote monitoring recording showed no sensing on lv channel and another recording showed noise after pacing. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.